Manufacturer narrative:
Conclusions: no eval will be performed. The 1683 p.i.v. Application technique: prepare the site according to your facility's protocol. Allow all preps and skin protectants to dry completely. Open package and remove sterile dressing. Remove liner to expose adhesive. Hold end of dressing with adhesive side facing skin. Bend slightly with thumb. Position dressing with bottom of notch placed directly below luer lock hub. Pinch in place around catheter. Apply firm pressure over film to establish adhesion to hub and skin. Wrap ends of notch beneath catheter hub and apply firm pressure. Slowly peel back frame while simultaneously pressing down dressing edges. Remove precut sterile tape strips from paper frame. Apply each tape strip as shown above. Recommended application (a-d).

Event description:
Health care facility was participating in an eval of the tegaderm 1683 advanced securement dressing. Health care facility alleges that the dressing was intact when it was discovered that the IV had released from the pt's vein. The IV was re-started at another site and a different type of dressing was applied. No further medical treatment required. It has been determined that the event is likely due to misapplication (inadequate pressure on the film portion of the dressing to ensure sufficient adherence of the dressing to the skin) and not a failure of the dressing.